Event description:
It was reported that during the implant procedure, the device did not exit storage mode when connected to the right ventricular (rv) lead. The rv lead had previously demonstrated acceptable sensing, capture, and impedance measurements, but when the lead was connected to the device, all the measurements were out of range. The physician disconnected the rv lead and tested it with an external monitor, but the impedance value was still out of range. The physician alleged a potential rv lead fracture. When the rv lead was removed from the patient, the extended rv lead helix cut the cephalic vein. The physician elected to explant both the device and the rv lead and replace them with a competitor's system to resolve the event. No additional adverse patient consequences were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the device did not exit storage mode when connected to the right ventricular (rv) lead. The rv lead had previously demonstrated acceptable sensing, capture, and impedance measurements, but when the lead was connected to the device, all the measurements were out of range. The physician disconnected the rv lead and tested it with an external monitor, but the impedance value was still out of range. The physician alleged a potential rv lead fracture. When the rv lead was removed from the patient, the extended rv lead helix cut the cephalic vein. The physician elected to explant both the device and the rv lead and replace them with a competitor's system to resolve the event. No additional adverse patient consequences were reported. The device and the rv lead are expected for analysis but have not yet been received.